Manufacturer narrative:
The other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v718229, implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a consumer (con) and from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, when the stimulation was turned on, the patient would get a tingling down their left leg. They thought it was some medications that they were on causing the symptoms. This "quivering" started on (B)(6) 2013. On the day of the report, while urinating, their left leg was really quivering. They thought that they may be having a stroke. They noted that the implantable neurostimulator (ins) was on the right and was real sore inside where the ins was. They also stated that the lead crossed over to the left side. It was noted that the lead was on the right, but the patient confirmed that it was on the left side. There was no known accident or incident related to this. They were also getting a warning screen on their patient programmer (pp). They referenced the sync icon and a picture of a sync screen from the patient manual. It was found that the pp was working as intended. After syncing with the ins, they found they were on program 2 at 2.5 volts (v). They reduced the stimulation to 2.0 v and then to 1.7 v. They were redirected to their hcp. On (B)(6) 2013, it was reported by the hcp that the cause of the quivering was unknown, noting that the patient hadn't been adjusted in a year prior to the report. It was also noted that there were questionable impedance measurements to lead 1. They were reprogrammed on (B)(6) 2014, where adjustments were made to the leads and the amplitude. The leg pain was resolved. On (B)(6) 2013,the patient noted that the issues were resolved. However, they never did receive an antenna. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.